Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 5025757/5037388.

Event description:
It was reported that the patient was experiencing shocking sensations even when the stimulation was off. The patient underwent a revision procedure wherein the ipg and leads were replaced. All explanted devices were kept by the medical facility.